Event description:
It was reported the insulin pump alarmed no delivery during bolus. Alarm was explained to customer. Customer was advised to do a complete set change. Customer reported the issue was caused by the reservoir and had the same issue with four others, with the same lot number. Customer used a different reservoir with a different lot number and the issue was resolved.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.